Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening, a fold crease, wear abrasion, and yellow particles. The leak test was performed and found an opening on the posterior and on the radius side. A microscopic analysis was performed which identified a smooth crease opening on the posterior and a striated edge opening, consistent with use of a surgical tool on the radius side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening on posterior due to a fold flaw opening, and a striated edge opening on the radius side due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.